Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a generator. It was reported that the surgeon felt as though the cut and coag buttons were sticking causing them to be activated longer than they were pressing. They also felt as though the instrument was cutting when pressing coag and vice versa. Site opened up another handpiece to continue with surgery. There was no delay and no impact on patient outcome.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis summary: complaint was unconfirmed. Upon receiving the device, it looked to be used with no damage. The device was decontaminated and then tested per wi. Once the device was plugged in the generator, it was tested. During testing, the cut and coag function on the handpiece worked correctly when tested on the chicken piece. The handpiece buttons did not stick during testing. The handpiece worked as it should. No failure was detected during analysis. H6: codes b01, c19 <(>&<)> d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.